Event description:
Patient reported their tooth has chipped. The tooth chipped when they put in the aligner. They also reported the lower right side of their teeth hurts a lot. The pain begins in the center of their front teeth to the back lower side. Gathering and requesting additional information and bite video. Provided fit tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.